Manufacturer narrative:
Additional information d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported issue of the pump turning off was reproduced when tested on battery mode. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the back flex battery contacts pins depressed and do not make contact with the battery pin which is a result of fluid intrusion and poor cleaning practices. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off upon device power up in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.